Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg pocket site was uncomfortable due to being positioned too low in the buttock. The patient underwent a pocket revision where the ipg site was moved higher up in the low back. The patient is reportedly doing well following the procedure.